Event description:
It was reported patient underwent a distal bicep repair procedure on (B)(6) 2013. During the procedure, the anchor fractured in the patient. As a result, the fracture fragment was removed and another anchor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap."